Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The investigation revealed an error code e315 was evident on screen during initial inspection image checks. The plug body was disassembled, fluid ingress was evident throughout the plug body, triggering both pink moisture indicators. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during reprocessing the evis lucera elite colonovideoscope displayed no image. The procedure was completed using a similar device. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. Olympus will continue to monitor field performance for this device.